Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted: 1963 lifetime v-sic are recorded beginning (B)(6) 2014.

Event description:
It was reported that the during a device changeout, the right ventricular (rv) lead demonstrated increasing pacing currents above 4.4 ma, indicating a compromised insulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.